Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The mp part was installed to the system. The system was tested and is operating as intended.

Event description:
The customer reported that the 9800 system did not release radiation. No patient injury was reported.